Event description:
It was reported that an ilet user experienced hyperglycemia while awaiting infusion supplies, with guidance provided to monitor glucose, consider whether to disconnect the pump while waiting for supplies, and call back to arrange a goodwill order if delivery did not occur. Symptoms included elevated blood glucose, documented at 338 mg/dl. Outcomes included troubleshooting and user education without alarms or hospitalization. Investigation included complaint review and assessment of usage and supply status. Investigation of this case revealed no device alarms or malfunctions reported and no device component deficiency identified, with the event attributed to cause unclear while awaiting supplies. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.